Manufacturer narrative:
Investigation summary: the actual sample was received in the columbus plant for evaluation. It has the tip cap, plunger rod- stopper and saline. The barrel label confirms the lot# 6350766. The syringe has damaged/ broken the barrel flange. This is the first complaint for batch 6350766 for the same defect or symptom. There were no documentation issues for this complaint during the production run for batch 6350766. Investigation conclusion: all our inspections performed while manufacturing this batch were accepted; no rejections were documented. Root cause description: root cause could not be determined. There were no qns issued during the production of this batch listed in the complaint.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the wings from the 10 ml bd posiflush¿ sp syringe are broken off inside the package. No injury or medical intervention.